Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to a possible infection at the ipg site. In turn, surgical intervention was undertaken to explant and replace the ipg. The patient continues to be monitored for wound care.

Event description:
Follow-up identified the patient's infection has resolved following an oral antibiotics regimen.